Manufacturer narrative:
Customer contacted haemonetics (B)(6) 2011 reporting their orthopat machine is noisy, has an odder, and a ruptured disk with a blood spill. No injury or reaction was reported. Eval of the returned device confirmed a major blood spill. Issue caused damage to the power supply and various other components as a result. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4).

Event description:
Customer contacted haemonetics (B)(6) 2011 reporting their orthopat machine is noisy, has an odder, and a ruptured disk with a blood spill. No injury or reaction was reported.